Manufacturer narrative:
Unfortunately the lot number is unknown for the affected device. Vyaire was unable to perform a device history record review. The device was confirmed to be unavailable for further evaluation; however with all available information considered root cause is customer misuse. The customer has been provided the information for use (IFU) as a preventative action. The IFU clearly states that the customer should avoid direct contact with the skin. The customer did report that the circuit was in direct contact with the patient's skin. The end-users are now making sure that the circuit is not directly touching the patient.

Manufacturer narrative:
(B)(4). Vyaire has reached out to customer to provide the complaint device for further investigation. A ups shipping label has been provided to the customer. At this time we are currently waiting for the sample. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr.

Event description:
Customer reported via phone that the home care nurse came into the room and noticed that the young girl had burn marks on her tummy near the diaper area 2 little burn marks and a third one was visible which looked like to ribbing of the circuit. The circuit was laying on patient when nurse came into the room. Customer reported that the patient's three small burns had the imprint of the corrugated tubing. The three sites did blister and required the application of bacitracin after 3 to 4 days the three sites were healed with no further intervention was required. Analyst confirmed that no ventilator tubing holder is being utilized for this patient. The patient does not wear clothing in bed and the tubing was directly on the patients skin. Staff now keeps a blanket on top of the patients skin. End-user confirmed that there is never any fabric covering the circuit.